Event description:
This rv lead was implanted on(B)(6) 2006 and remains implanted at this time. A call was placed to technical services on 8/25/2017 stating that burned out a fidelis lead. Impedance is greater than 2500 ohms, noted noise on the lead and some pacing inhibition less than 2 seconds. No negative outcome for patient, no inappropriate shock, no pt symptoms or adverse affects. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).